Manufacturer narrative:
A customer reported the following to haemonetics on (B)(6) 2011 "suspected hemolysis. On 3rd draw machine alarmed red cell over run, observed tubing from bowl to bottle was bright pink. Procedure was stopped, no cells returned to donor. No donor injury or reaction noted". Nothing was returned for evaluation. There is no indication that the machine is linked to the customer's reaction. No cells were returned to the donor. No donor injury or reactions were noted. There were no kinks or issues noted with disposables during procedure. Red cell over run alarm. Hemolysis was determined by visual observation. (B)(6) will email digital photos. Machine has been taken out of service. No returns of contaminated soft goods per (B)(4). No samples available for evaluation. A field service engineer (fse) was sent to the site to inspect the machine. The problem could not be verified as the device met manufacturing specifications. (B)(4).

Event description:
A customer reported the following to haemonetics on (B)(6) 2011 "suspected hemolysis. On 3rd draw machine alarmed red cell over run, observed tubing from bowl to bottle was bright pink. Procedure was stopped, no cells returned to donor. No donor injury or reaction noted."